Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer was able to clear the first alarm yet unable to clear the reoccurred alarm. The customer's blood glucose (bg) levels were 200s mg/dl and had bolus once the pump was cleared and administered an insulin injection to address the bg level. It was indicated that the customer had insulin injections as an alternate insulin therapy.